Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/10/2018 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal audible tone and vibration. Moisture was observed on the display screen inside the pump. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture was found on the printed circuit board, display screen and continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.